Event description:
It was reported that intermittent cartridge alarms (alarms 29 and 30) occurred during the load sequence with multiple cartridges. Customer's blood glucose was approximately 140 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.